Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging the code number on her onetouch ultra2 meter was incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The patient discovered the subject meter was set to the incorrect code number ¿about two weeks¿ prior to contacting lfs. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that ¿about two weeks¿ after the start of the alleged issue, she developed symptoms of ¿jittery, blurry vision, loss of focus [and] weakness¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca walked the patient through changing the calcode and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged calcode issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.